Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms, oversensing and no capture on the atrial channel. An x-ray did not confirm a lead fracture. A revision procedure was performed and this lead and the associated device were removed from service. No additional adverse patient effects were reported.